Event description:
Healthcare provider reports: signature instrument gave sporadic inconsistent act results that did not match pt status. Signature act results: 450 seconds and 15 minutes later results were 240 sec assay cuvettes suspected as cause of sporadic results. No report of adverse event or serious injury.

Manufacturer narrative:
(B)(4). MFR awaiting completion of cuvette product eval.